Manufacturer narrative:
The unit had an intermittent button response due to a corroded keypad. There was no button error alarm during testing. The unit had a cracked case at the display window corner, a minor scratched lcd window, a scratched reservoir tube window, a cracked belt clip slot, and a cracked reservoir tube lip. (B)(4).

Event description:
The customer called in to report that the insulin pump alarmed button error and that the keypad was unresponsive. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 424 mg/dl. The customer treated with a manual injection. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.